Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is "glitchy" on occasion. Reportedly, the touchscreen goes blank after pressing the touchscreen once and is delayed when pressing buttons "1,2,3" on the unlock screen. Customer stated that at the time of the call the touchscreen was functioning as intended. Customer was unsure if blood glucose levels were impacted.